Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 6 of 8. There was no hp or bag disconnection. The registered nurse (rn) found fluid on the cart under the supply bag. They cycled power and there was a se 2367. They could not tell where the leak came from. They cleared the alarm. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was something unusual noted about the supplies, there was a leak. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy with new supplies. The phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.